Event description:
The patient reported that they were "not feeling good", and indicated that they were told the device short circuited "or something" a couple of times. No additional information could be obtained during follow-up. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.